Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2218-70e. Serial #: (B)(4), description: trial linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the trial patient was suspected of having an infection. Symptoms include fever and chills. The physician does not believe the infection was device related. The patient¿s trial leads were pulled out. The patient was prescribed with antibiotics and was doing well post-operatively.